Event description:
Not putting out medicine and heating up. (B)(6), 10:32am. Provider stated the machine itself was getting hot. Not sure if it is a particular part. Taking information off of a sheet that she received. Patient involvement- no back up supply for patient. Provider stated that new one is suppose to be shipped out today. Provider also stated there is not an injury that she is aware of. (B)(4).